Manufacturer narrative:
Siemens' investigation into the reported incident is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation. Customer address: (B)(6).

Event description:
Siemens was notified (B)(6) 2012 that there was a short in the g41 motherboard near the tb1 pin 12 area that caused a fire and burned the head driver causing an involuntary movement of the gantry. Reportedly, when the fire arrive at the head driver board, the gantry started moving w/o command in the clockwise direction until it reached the limit. The system was de-energized and the fire disappeared. Board g42, g41 motherboard, g41 head driver and g41 interlock board were burnt along with a lot of cables around the area. Ther is no report of injury or mistreatment to a pt. This reported issue occurred in (B)(6).